Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.

Event description:
T was reported that a planned revision surgery was performed using the blueprint planning feature. The tornier perform reverse and tornier humeral implants were revised. The revision was performed after the patient fell, resulting in a fractured glenoid prosthesis. The surgeon indicated that the glenoid prosthesis broke, contributing to the need for revision.